Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 2.75 promus premier&#10244;rug-eluting stent was selected for use to treat the lesion. However, during preparation, the physician noticed that the stent strut was damaged. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. There were stent struts on the distal end of the stent that were lifted, stretched and bent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was contrast in the inflation lumen. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found no signs of damage on the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 24 x 2.75 promus premier drug-eluting stent was selected for use to treat the lesion. However, during preparation, the physician noticed that the stent strut was damaged. No patient complications were reported.